Event description:
It was reported the case is damaged. The device was returned to the manufacturer for repair and calibration, analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: analysis confirmed the upper and lower cases are broken. High rate cover, one side bail, and the ring are missing. Battery drawer, two side bail covers, ring cover, and output connector are broken. (B)(4).